Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the steroid plug was displaced. Due to the condition of the returned lead it was difficult to determine of the steroid plug displacement occurred prior to implant or during the explant procedure.